Manufacturer narrative:
Philips service replaced the power supply and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment .(reference: gen2400312)

Event description:
It was reported to philips that the main cabinet power supply failure prevented table startup on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.